Event description:
It was reported that the frame was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with investigation results which determined the fowler was bent but still functional. This is not likely to harm the patient as the fowler could reach its lowest horizontal position under patient weight and no functions were affected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the fowler was bent.

Manufacturer narrative:
Conclusion - manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.